Manufacturer narrative:
(B)(4) a follow up submission will be completed upon carefusion's investigation or if additional information becomes available.

Event description:
While (provider) was performing a right anterior iliac crest biopsy on (B)(6) male in which the bones were hard and it took some force to enter the bone. Provider was maneuvering the device to loosen the bone and felt the needle crack. It snapped leaving the 2 cm tip lodged in the bone. An x-ray and CT scan were performed. Provider consulted with ortho who stated as long as there was no protrusion the piece needs to remain in the patient's bone. No protruding piece was identified. Colleague used a different device to collect sample.

Event description:
While (provider) was performing a right anterior iliac crest biopsy on (B)(6) male in which the bones were hard and it took some force to enter the bone. Provider was maneuvering the device to loosen the bone and felt the needle crack. It snapped leaving the 2 cm tip lodged in the bone. An x-ray and CT scan were performed. Provider consulted with ortho who stated as long as there was no protrusion the piece needs to remain in the patient's bone. No protruding piece was identified. Colleague used a different device to collect sample.

Manufacturer narrative:
Pr 664478 since no samples displaying the condition reported are available for investigation, bd was unable to confirm the reported issue as well as fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. The failure mode will be entered into the complaint management system to be tracked/trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.